Event description:
The patient presented to the clinic for first post-op follow-up visit with sensing thresholds decreasing from 3.1 mv to 0.4 mv. Capture thresholds had increased from 0.5 v at 0.5 ms to 6.0 v at 0.5 ms. The lead would be repositioned in (B) (6) 2010.

Event description:
The lead could not be repositioned and was replaced.